Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission dated 2 sep 2023 revealed over-sensed noise exhibited by the right atrial lead. Noise may have resulted in inappropriate mode switches episodes. No interventions were reported. Further information was requested but not received.